Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart mrx failed the co2 calibration test. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx device indicating that the co2 calibration test failed. The remote service personnel evaluated the device remotely and provided the service quote to the customer, however the customer did not indicate accepting the service quote (expired) therefore this will be documented as a malfunction the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed. The customer was provided the service quote to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : customer was provided a quote for service.